Manufacturer narrative:
(B)(4). The reported field event of noise problem was confirmed in the laboratory. The root cause of the noise problem was an anomalous component on the hybrid. (B)(4).

Event description:
It was reported that during elective device replacement noise episodes were noted with the new device. The device was replaced. The patient's condition is fine after the event.